Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out or range shocking impedances of greater than 200 ohms. The lead is believed to be fractured, and as a result a revision will be done to replace the lead. As of today, the lead remains implanted. To date, no adverse patient effects have been reported.

Event description:
Additional information became available that the oor measurements were still present, so a revision procedure was scheduled. During the procedure, it was noted that the physician found a connection between the device header and the lead, which was causing intermittent out of range shock impedance measurements. The device was explanted and replaced and this lead remains in service. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--